Event description:
The recipient is reportedly experiencing headaches and facial nerve stimulation. The recipient is an inconsistent user. The recipient was advised to discontinue use. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will remain a non-user of the device. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.